Event description:
It was alleged that on overinfusion occurred during a secondary infusion. Saline was being delivered "wide open" and insulin was hung as a secondary infusion at 3ml/hr. The secondary infusion was started and one hour later the bag was found to be empty. There was no reported pt consequence.